Event description:
Alleged capsule contracture.

Manufacturer narrative:
Capulse contracture reported as the event complication. Device not available for evaluation due to device not explanted.

Event description:
Capsule contracture.